Event description:
Customer reports not being able to get a reading. Pt has multiple hi and lo error readings. Pt tested with nurse while on the phone and received a >7.5 reading. Pt is exhibiting abnormal bleeding.

Manufacturer narrative:
Investigation pending.